Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced an unknown error message with the freestyle libre application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and samsung galaxy a52, android 13, 3.6.0.11193, and was not able to reproduce the complaint. There were no issues identified with the freestyle libre app during replication that would have led to the reported issue. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer experienced a loss of consciousness, and was treated by a non-healthcare professional who gave the customer coffee and sugar tablets. There was no report of death or permanent impairment associated with this event.